Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found kinks on the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "warning if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Pg. 10. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was a poor quality image (only color bars appeared) while using the camera head. The issue was found at preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.